Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller failure red alarm. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported battery failure has been completed. The console (ic3941) was sent back for further investigation. The error was able to be reproduced in the lab repeatedly. As the console was dropped in the field, as a precautionary measure, the power battery manager will be replaced. The root cause of the aic issue was a defective power battery manager board's mismatched fw revisions. This report is being filed as part of a retrospective review of historical records.